Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a patient received oral medication that was administered intravenously using a bd oral syringe that fits into a cannula with bd q-syte¿ luer access split-septum stand-alone device. This was discovered during use. The following information was provided by the initial reporter: I received an email from (B)(6) health care authorities stating the following: in an isolation room, in a acute situation a patient got accidently oxynorm oral medication administered intravenously due to a misunderstanding in instructions. Oral drug was in a oral syringe, but the syringe was not familiar to the hcp. The hcp ended administering the drug intravenously. This bd oral syringe fits in to a cannula with q-cyte, which made it possible for the hcp to administer the oral drug into IV-cannula. This should not be possible. This was demonstrated afterwards and it was discovered that bd oral syringe and q-cyte fit easily together. Customer states that the oral syringe should be formulated so that it does not fit any IV system. Customer has been asked for the lot number affected and if the product is available for investigation.

Manufacturer narrative:
Correction: this complaint is not MDR reportable. This issue is solely the result of user error with no other device performance issue, and there has been no device related death or serious injury, therefore this is not MDR reportable.

Event description:
It was reported that a patient received oral medication that was administered intravenously using a bd oral syringe that fits into a cannula with bd q-syte¿ luer access split-septum stand-alone device. This was discovered during use. The following information was provided by the initial reporter: I received an email from finnish health care authorities stating the following: in an isolation room, in a acute situation a patient got accidently oxynorm oral medication administered intravenously due to a misunderstanding in instructions. Oral drug was in a oral syringe, but the syringe was not familiar to the hcp. The hcp ended administering the drug intravenously. This bd oral syringe fits in to a cannula with q-cyte, which made it possible for the hcp to administer the oral drug into IV-cannula. This should not be possible. This was demonstrated afterwards and it was discovered that bd oral syringe and q-cyte fit easily together. Customer states that the oral syringe should be formulated so that it does not fit any IV system. Customer has been asked for the lot number affected and if the product is available for investigation.